Event description:
It was reported that (1) device was used during a ileum resection. It was reported by the affiliate that the tlc75 instrument was impossible to activate, as if it already was fired (locked out). Another tlc75 instrument was used to complete the case. There was no consequence to the patient.